Event description:
While withdrawing total volume of fluid from an IV bag using a bag spike, the blue port on the bag spike broke off in the technician's hand causing the fluid from the bag to flow out. This could have been a major chemotherapy spill had the cytotoxic drugs already in the bag.